Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. A photographic review of x-rays provided confirm the alleged event. Labeling review: "...potential adverse events and complications potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)...". "...patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed...".

Event description:
On (B)(6) 2017 patient underwent an anterior cervical discectomy fusion procedure. During a six month follow up in june 12, 2018 x-rays identified a screw fracture. No revision procedure will be performed at this time, no patient injury reported.